Event description:
Corrected data: additional information was received from the account updating the data initially provided. The corrected data is : the repeated architect total bhcg positive (1555 miu/ml) result value.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 309 mg/dl and 32 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.